Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine (unknown dose and concentration) via an implantable pump for non- malignant pain and chronic low back pain. The patient looked up issues with his symptoms and discovered there were recalls, the patient had problems with every pump stating that no matter what doctor you tell about the issue they don't want to believe you. In (B)(6) of 2016, patient had all kinds of tests and if they injected dye into the catheter, it would not go through and they suggested that patient have it replaced. On (B)(6) 2016, the health care professional could not see where the leak was at when they did a complete magnetic resonance imaging scan. The patient had to get one (MRI) because he had not had one since 2001 and there were a lot of findings on it and patient had a lot of spinal issues and had so many new pain issues. When they put the pump in, they put patient in the lowest dose compared to what the patient was at before. In 2013, patient had one slight dose increase and couple of times they increased the pump when patient complained, stating 2 different times including recently a little over a year ago patient had the most recent pump increase, the doctors did not want to discuss it anymore, it was kept at a much lower rate than patient had much before prior to the pump. It was noted that the patient continues to have refills and patient has had all kinds of problems swelling on and off at different times since having the pump, pain and itching around the pump, itching under the skin so bad it felt like right around the pump, itching where the sutures go into the back; where the catheter goes into the spine, itching all over his body; hives; red lines; rash. The pain is terrible and patient has had withdrawal symptoms and had to cancel an appointment on this report date and had an appointment the following week to see a neurologist. The patient asked if the medication was going under skin. The patient had issues in other parts of his spine; and didn't have all kind of pain all through his neck and his shoulders; from his thoracic and down to his lumbar. As soon as he got withdrawal symptoms and was very sick and wasn't getting any pain relief, he complained to doctors and went to several doctors, every time he went to get his pump refilled they monitored the actual volume vs expected volume. The health care professional told patient it was going somewhere and patient stated he isn't a doctor and can't explain where it is going to, it was several visits in between refills and he kept complaining. The patient was to follow-up with the health care professional. No further complications were anticipated/reported. It was further clarified that in 2016 patient had pain issues in other parts of his spine and didn't have these issues before all throughout his spine like he did now. The patient did not have the kind of pain he had now from his neck in between his shoulders from the thoracic area and all the way in between from l4-l5 where the catheter site was. The patient stated that all of this pain started as soon as he got withdrawal symptoms, he was very sick and knew it had to be withdrawal symptoms because he wasn't getting any pain relief, patient was also not getting any pain relief and they didn't believe him and he had several visits in between refills. Every time he went to have his pump extracted for refills; and stated it was several visits; and from the first time he complained they were monitoring it each refill; and they told patient it was very strange; and that the pump medication was going somewhere. The patient stated at least the doctor finally ordered the test. Patient stated that since the pump had failed (as described in earlier part of the call with all the events reported with catheter, therapy, etc); he was not only having preexisting pain problems at the site where the disc was removed, but repeated new pain problems throughout his spine that he didn't have before the health care professional did not think the patient was going to be disabled when he did the preexisting surgery, he thought patient would return to work and patient didn't. The patient was going to see the health care professional on (B)(6) 2017. The health care professional also provided additional information to the event. The MRI was unrelated to the failed catheter and pump, updated, MRI to determine progression of spine pathology a dye study was performed in relation to the problems with the pump and catheter, the cause of patients symptoms was increased pain. It was unknown as to whether the symptoms had been resolved. The patients weight at the time of the event was (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.